Event description:
The customer called to report a blank display. Troubleshooting was performed. The display returned temporarily, and the insulin pump alarmed battery out limit. The customer later called and stated that the display was blank again. The reported blood glucose reading was 281 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery out limit alarm due to the blank display.